Manufacturer narrative:
(B)(4). The customer reported that vital trends and invasive blood pressures (retrospective data) were missing from a report for a patient in intensive care unit after suffering stab wounds. Philips is reporting this event only because a seriously injured patient was subsequently monitored with a philips monitor. The available information does not support any health risk associated with this monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that vital trends and invasive blood pressures (retrospective data) were missing from a report for a patient in intensive care unit after suffering stab wounds.